Manufacturer narrative:
Section h6 eval code conclusion (fdc/annex d) corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was that the patient stated that when they tried to recharge the implanted neurostimulator, the controller wasn't wanting to work correctly. Patient said that they couldn't get into their programs or anything and that the controller said that it lost all data. Agent had the patient remove the battery pack from the controller and inspect the controller battery compartment and battery pack; patient confirmed there are no damage on the controller compartment and battery pack. Patient then saw no device found when trying to connect the controller to the implant. Agent had patient connect the recharger to the controller and patient kept seeing connect the recharger screen. Agent had patient clean the controller port and still patient saw connect the recharger screen. Agent had patient inspect the controller port and the patient saw that a couple of the gold pins on the controller port were broken and missing and the controller screen had a crack on it. Agent sent a request to repair to replace the controller. Patient called back for assistance in pairing the replacement controller. During the call the patient inserted the battery in the controller. Patient plugged the recharger but got connect the recharger. Patient unplugged then plugged the recharger into the controller. Patient got no device found. Patient pressed recharge and got replace controller batteries. Patient then got software problem (1intellis 2 3.6 3245 4 interfacesm.c). Patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery, and green light was flashing above the screen. Agent advised patient to call back once they received the replacement recharger to finish pairing the controller. No symptoms were reported. Patient called back on (B)(6) 2025 and repeated previously documented information. Patient confirmed receiving replacement controller and recharger. Patient unlocked controller, controller showed set up screen then connect the recharger. Agent instructed patient to clean the controller port and recharger pins then start a charge session. Controller showed no device found then the implant went into passive recharge mode with numbers 96-99-99. Controller showed 100% and implant 30% recharging with excellent quality. Patient was able to turn stimulation on and confirmed they can feel the stimulation. Agent walked patient through entering/exiting MRI mode and agent reviewed patient was full body MRI eligible. Agent informed patient to continue charging their implant and to monitor. The troubleshooting steps taken on call resolved the issue. Patient commented they lost quite a bit of weight since they had the implant put in, the implant moves around a lot and agent informed patient to follow up with their healthcare provider (hcp) to further address the issue.